Manufacturer narrative:
Correction: please retract this report 2017865-2026-01060 as the left bundle branch (lbb) lead should not have been submitted as a medical device report (MDR) as it was not implanted solely due to patient's anatomy with no allegation of malfunction.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician attempted to implant a left bundle branch (lbb) lead, but the qrs morphology did not narrow. The physician elected to abandon the implant of a lbb lead and the patient was implanted with a dual chamber implantable cardioverter defibrillator (ICD). The patient remained stable throughout the procedure.